Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed top and bottom cases are in excellent condition. No visible contamination. Reported problem duplicated during the power up process. The root cause of the reported issue was found to be found normal wear; device was over five years old and had not been service in over a year. Force sensor error caused by the force sensor be out of calibration due to normal wear and or drift. Actions taken to mitigate the reported issue: re-calibrated force sensor, power up, re-calibrated force sensor and device passed all the functional test.

Event description:
It was reported that force sensor alarm event occurred. No patient injury reported.